Event description:
It was reported that the device keeps prompting "insert test plug" for user test & self test. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device. The unit arrived from the customer's biomed in pieces in a box. When the device was reassembled, it was observed that the device would not power on; however, the reported failure to detect a test plug was not observed. The replacement of the system pcb & user / interface pcb assemblies resolved the power failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the power failure is not known.